Event description:
It was reported that during a rotational atherectomy procedure the rotalink burr lodged in the proximal lad lesion. During the procedure, the initial ablation was successful after 20 seconds. During the second polishing run, the burr jumped forward distal to the lesion and became lodged. Attempts to remove the burr were unsuccessful. A balloon pump was inserted, the patient was intubated and taken for surgery. The burr was removed and a coronary artery bypass graft was performed. The patient was reported to be doing well after surgery.